Manufacturer narrative:
Concomitant medical products: product ID 4092-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed on undersensed atrial beat on the stored electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.